Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification using a 20 millimeter (mm) non-medtronic balloon. Upon the first deployment attempt, the implant depth was too deep and the valve was recaptured. During recapture, the valve moved supra annular, and a full recapture was performed. Following recapture, hypotension was observed with a change in rhythm. Subsequently, cardiopulmonary resuscitation (CPR) with medical management was initiated. The valve was reinserted and deployed to 80% while CPR was continued. However, the implant depth was too high and the valve was recaptured again. Subsequently, the valve was fully deployed at an acceptable implant depth. Following the implant of the valve, CPR and medical management continued, and a non-medtronic percutaneous ventricular assist device was placed. Additionally, the patient was pacer dependent. Approximately 15 minutes after the percutaneous ventricular assist device was placed, the patient was at a "cardiac standstill" and died. The cause of death was reported to be coronary disease, decompensated heart failure, and insufficient cardiac output during the deployment of the valve. Per the physician, the patient's calcified anatomy, untreated coronary lesions, and low ejection fraction (ef) contributed to the event.

Manufacturer narrative:
Section d references the main component of the system. Other medical products in use during the event include: brand name evolut fx dcs; product ID d-evolutfx-2329 (unknown serial/lot); product type: 0195-heart valves; implant date n/a; explant date n/a the codes present in section h6 correspond to multiple components/products that comprise this reported event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that prior to the implant of a transcatheter valve, a pre-implant balloon aortic valvuloplasty (bav) was performed due to calcification using a 20 millimeter (mm) non-medtronic (true) balloon. Upon the first deployment attempt, the implant depth was too deep and the valve was recaptured. During recapture, the valve moved supra annular, and a full recapture was performed. Following recapture, hypotension was observed with a change in rhythm. Subsequently, cardiopulmonary resuscitation (CPR) with medical management was initiated. The valve was reinserted and deployed to 80% while CPR was continued. However, the implant depth was too high and the valve was recaptured again. Subsequently, the valve was fully deployed at an acceptable implant depth. Following the implant of the valve, CPR and medical management continued, and a non-medtronic (impella) percutaneous ventricular assist device was placed. Additionally, the patient was pacer dependent. Approximately 15 minutes after the percutaneous ventricular assist device was placed, the patient was at a "cardiac standstill" and died. The cause of death was reported to be coronary disease, decompensated heart failure, and insufficient cardiac output during the deployment of the valve. Per the physician, the patient's calcified anatomy, untreated coronary lesions, and low ejection fraction (ef) contributed to the event. Additional information was received that clarified the valve had dislodged supra annular prior to the full recapture. The type of rhythm change during deployment was unknown. The cardiac standstill referred to pulseless electrical activity and cardiac arrest occurred. Per the physician, the patient's underlying medical history was a contributing factor to the death due to low ejection fraction and severe untreatable coronary disease, and the dcs could be excluded as a contributing cause but the valve could not.

Manufacturer narrative:
This is a system report. The section d information is for the primary device, which was in use with the following: brand name: evolutfx delivery catheter system (dcs), product ID: d-evolutfx-2329, lot: 0012936305, use by date: 2027-07-23, UDI: (B)(4). Updated: b5, h6, h11. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.